Event description:
The customer reported via phone call that they experienced high blood glucose level. Blood glucose level at the time of the incident was 400 mg/dl which was treated with insulin pump and shots. Customer experienced symptoms such as visual blurry and fatigued. Customer was using insulin pump within 48 hours of high blood glucose incident. Customer did not allege insulin pump was under delivering. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.